Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
A bolt came out of the boom and they had a patient drop. They were either getting on or off of the elevator on the 1st floor, but the caller was not sure. Caller thinks the patient went to the hospital, but was not sure if they did or not.